Manufacturer narrative:
The involved device was not returned and photographs of the affected device were not provided. Therefore, a visual/functional inspection could not be performed. The lot information for the affected device was not provided. Therefore, a product history review could not be performed for the affected device. However, in-process quality checks are performed on the finished good every two (2) hours to ensure the product is being manufactured per specifications. There are also multiple machine controls in place for the manufacturing equipment to ensure that the foam head does not disengage. Additionally, a swab head pull test is performed to test the swab's attachment strength, and any swab that fails will be rejected. The product label instructs the user: ¿use a bite block when performing oral care on patients with altered level of consciousness or those who cannot comprehend commands. Ensure foam is intact after use. If not, remove any particles from oral cavity." The complainant reported that a bite block was not used; however, the patient reportedly did not bite on the swab and did not have teeth or dentures at the time the device was used. The root cause of the reported complaint could not be determined.

Event description:
Report received of oral swab disengagement. Reporter stated staff were performing oral care on a sedated 85-year-old male patient. Per reporter, during initial use of the device, the entire foam sponge disengaged from the device and became retained in the back of the patient¿s throat. Reporter stated the device was being used gently. No bite block was in place. However, the reporter stated the patient did not bite the device, and the patient did not have teeth or dentures in place. The disengaged foam sponge was subsequently removed from the patient¿s throat using forceps with assistance from additional staff. The reporter indicated that the patient likely experienced some discomfort, but no other adverse consequences were noted. The product, lot number, and photos were not available for evaluation. No additional information was provided.